Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. Upon receipt at guidant's reliability assurance laboratory, telemetry could not be established with the device. The product is currently undergoing detailed analysis to determine root cause for the no telemetry condition. To date, there have been no reported patient symptoms associated with this clinical observation.